Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with fever and chills. It was noted that patient developed an infection. Patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.